Event description:
It was reported that the customer had stored her insulin pump for five or six months because it was not working properly. The customer was attempting to use the insulin pump again and stated that the insulin pump kept resetting itself. The customer stated she was unable to program the settings. The customer's blood glucose was over 500 mg/dl. The customer had already reverted to a back-up plan of manual injections. Troubleshooting was done. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, unit was received with scratched display window and cracked reservoir tube lip, case window corners, battery tube threads and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.